Event description:
A falsely elevated troponin I result of 1.96 ng/ml was obtained on a patient sample. The result was reported to the physician. A sequential sample was drawn and a result of 0.00 ng/ml was obtained. The original sample was repeated and a result of 0.03 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin I was due to a dirty sample drain.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicated that the cause for the falsely elevated troponin I result was due to a dirty sample drain. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.